Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose reading of 400 mg/dl. The customer stated that they took the infusion set out and the cannula was bent. The customer declined to troubleshoot for high readings. The product was not returned for analysis.